Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic broke off the iol. Additional information was received from the surgeon who indicated that the haptic was torn off as the lens was being delivered into the eye. The patient presented with postoperative corneal edema which the surgeon attributed to the prolonged surgery time it took to remove the torn iol and replace it with a new one. Additional information has been requested.